Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws could not be moved (opened) either manually or automatically even before 1 use in the patient. No deployment possible, a new instrument had to be opened, the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vesel sealer extend (vse) instrument to perform failure analysis. Failure analysis confirmed and replicated the customer complaint "jaws cannot be moved". The vse instrument was found to have a grip ring dislodged. The grip ring screw was still attached to the grip ring. No damage was found to the screw threads. The dislodged grip ring further affected the operation of the instrument¿s jaws. The jaws did not open properly during in-house testing. The vse instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement test. The jaws failed to open properly during testing.

Event description:
Refer to h11 for follow-up information.